Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. The device was returned and the reported event could not be verified/determined as the exact details of event were unknown/non-verifiable. Based on the evaluation, devices malfunction has not occurred. Additionally, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no actionable events or corrective actions for the reported event or devices. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the implant was within specifications and conforming when they left zimmer biomet. The sterilization operation record was not electronically available for the subject lot number thus could not be further reviewed at the time of investigation. A notification to manufacturing has been sent and requested to pull the full paper DHR for review. The pce will be reopened and updated if there is any indication of non-conformance or any possible manufacturing issue related to the reported event. Since sterilization operation number was not available, a vlc nc database was used for non-conformances related to the reported event and subject lot number. No non-conformances were found for the subject lot number. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Functional testing was not performed due to the nature of the device and event. The event was not described and couldn¿t be recreated. The complaint is related to the functional performance of the devices. A definitive root cause could not be determined. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that the implant was removed due to an unknown reason.